Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3 and found that damaged slides caused staff to pull on drawer to cause damage to the retractor band and pmc board. A field service engineer replaced the whole drawer with a new one and tested it in a hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medications from another station. There were no adverse events or injuries reported based on this event.